Event description:
The customer reported via phone call that they experienced high blood glucose of 404 mg/dl. Customer was treated with insulin pump. Customer did not had any symptoms related to high blood glucose. Customer was using insulin pump within 48 hours of reported high blood glucose event. Customer was not using insulin pump on auto mode. Troubleshooting was performed successfully and customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.